Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the display of her onetouch ping enhanced meter was fading. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the subject meter¿s display had been gradually fading since (B)(6) 2015. The patient is on insulin pump therapy. The patient stated that due to the fading display she was unable to see the reading properly. The patient claimed she had to ¿guess¿ what the meter reading was. The patient reported developing ¿hypoglycemia¿ and symptoms of feeling ¿sweaty and shaky¿ a couple of months after the reported display issue began. The patient denied receiving any treatment in response to the symptoms. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the reported display issue began.